Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. This device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a zero-p case on (B)(6) 2014, a number of threads came off the screws. Twelve screws and three 7.0mm lordotic zero-p implants were used. Of the twelve screws, six were 3.0mm titanium cervical spine locking screws 14mm length (04.617.814) and six were 3.0mm titanium cervical spine locking screws 16mm length (04.617.816). As the screws were entering the zero-p implants, the threads stripped off. The threads were the same color as the screws and not the implants. The defect was observed with eleven of the twelve screws used however, the quantity of each size screw is unknown. All of the pieces that can be seen were removed easily. The surgeon confirmed that he followed the technique guide. The screws and implants are not available for return as they remain in the patient. No patient harm was reported and the surgery was successfully completed. A surgical delay of 5 minutes was noted. This is 1 of 2 report for the same event, complaint# (B)(4).